Manufacturer narrative:
Update with additional information: the retroperitoneal bleed that was noted at the closure site was actually a bleed that was caused by a femoral tear and the patient was taken or (operating room) to surgically repair it after the embolization treatment. (B)(4).

Event description:
Treatment of a giant unruptured aneurysm measuring 25mm located in the cavernous segment of the left ica (internal carotid artery). The patient was given aspirin and plavix. On (B)(6) 2014, the patient underwent pipeline (5mm x 35mm) embolization treatment. The physician noted high blood pressure following the procedure and retroperitoneal bleed at the closure site post operative. Four days after the procedure, the patient had an iph (intraparenchymal hemorrhage). The size of the initial bleed (on the same side as the pipeline) was 2-3 cm and grew to 7-8 cm. The condition of the patient was not good and the patient was placed on comfort measures. The patient was not moving much on the left side, but responding to communication.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).